Manufacturer narrative:
The insulin pump passed the displacement and rewind tests, but the pump alarmed with a compromised force sensor system and motor error during the basic occlusion test due to a faulty force sensor resistor (gold). The unit was also received with intermittent missing black horizontal segments on the display due to a cracked zebra connector. The following cosmetic damage was also noted: minor scratches on the lcd window, broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a stained end cap sticker.

Event description:
Customer reported via phone call that the insulin pump has alarmed with a compromised force sensor system each of the last four days. The patient's blood glucose at the time of incident was 170 mg/dl. The customer confirmed that the alarm occurred during priming, and that when he changes the battery the compromised for sensor system alarm still persist. Troubleshooting was initiated for the compromised force sensor system alarm. The customer stated that he may have dropped or bumped the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.